Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt. Doi and initial setting were unk. The patient was performed the surgery for hydrocephalus due to lymphoma malignum. However, 2 days after, ventricular enlargement was confirmed. Therefore, the removal surgery was performed on (B)(6) 2017. The patient is currently being drainaged and his condition is under monitoring. The patient¿s initial is (B)(6) male. The surgeon suspected that bleeding and contaminating by tumor tissues inhibit the valve's function. The patient has a primary disease (brain tumor) the product will be returned to your site.

Manufacturer narrative:
The valve was returned for evaluation. The valve was visually inspected; biological debris was noted inside the valve. The position of the cam when valve was received was at setting 5. The valve was tested for programming and failed the test. The valve was flushed. The valve failed the test; an occlusion was noted at the ruby ball. The valve could not be leak tested, reflux tested or have the siphon guard tested due to the occlusion. Additionally, due to the occlusion, the valve could not be pressure tested. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the flat spring of cam/ball arm assembly, on the ruby ball, on the rotating construct, and on the lower and upper casing. The root cause of the problem found on the flat spring of cam /ball arm assembly, on the ruby ball, on the rotating construct, and on the lower and upper casing. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.